Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaint for balloon leak was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'the balloon ruptured after being fully inflated. The balloon was pulled back into the sheath and removed without difficulty. Echo review demonstrated good expansion of the thv and no leak. There appeared to be a small pinhole leak on the distal portion of the balloon near the nose cone. Per additional follow-up, fcs confirmed the balloon leak with lvot calcification as the root cause.' During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging.' Per training manual, calcification is one of the factors that may affect thv deployment characteristics. 3mensio revealed the presence of calcification in lvot and landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration, resulting in the reported balloon pinhole leakage. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, during the deployment for the 26 mm valve, the balloon ruptured after being fully inflated. The balloon was pulled back into the sheath and removed without difficulty. Echo review demonstrated good expansion of the thv and no leak. There appeared to be a small pinhole leak on the distal portion of the balloon near the nose cone. There was no known injury to the patient. Upon follow up, the fcs confirmed the balloon leak with lvot calcification as the root cause. There were no other damages to ew devices. They provided the 3mensio. Device was discarded.